Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the field clinical engineer revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time, improper handling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient noticed that the old sheath repair looks worn down. The patient was concern about the section between the strain relief and the drive line cable to be open for a possible new damage. A manufacturers representative presented to the site on (B)(6) 2015 to inspect the driveline. The previous sheath repair was removed and there were visible breaks of the outer sheath on the complete length of the driveline. A driveline sheath repair was performed per specifications. There were no reported pump stops and no reported effect on the patient. The driveline remains implanted. No further information provided.